Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 09/27/2019, electrode belt: 10/21/2015.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was taken to the hospital at 3:00 am due to breathing complications. It was reported that the patient coded in the ER. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest on (B)(6) 2020 at 04:24:38. The patient's rhythm was converted from vt at 230 bpm to vt at 110 bpm. The patient's ECG shows that the patient remained in a slow vt below the prescribed programmed threshold with CPR/motion artifact and electrode lead fall off from approximately 04:24:54 until the electrode belt disconnection at 05:37:38. No further treatment was delivered as the slow vt rate was below the prescribed programmed threshold of 150 bpm. The device performed as intended.